Manufacturer narrative:
Reference: (B)(4). This supplemental report is being submitted to correct - outcomes attributed to adverse event: required intervention to prevent permananent impairment/damage(devices).

Event description:
It has been reported that following the placement of a bone plate to correct a fractured femur, the plate was noted to have fractured. The fracture occurred approximately eight weeks post-op during physical therapy. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). An x-ray was received and confirmed the reported plate fracture. A DHR review was conducted and no discrepancies were found. The complaint states the plate fractured while patient was squatting during physical therapy. The surgical technique advises non-weight/ toe touch weight bearing for a minimum of four weeks post-op or until radiographs show bone healing. Investigation results concluded that the reported event was due to user error and patient non-compliance.

Event description:
It has been reported that following the placement of a bone plate to correct a fractured femur, the plate was noted to have fractured. The fracture occurred approximately eight weeks post-op during physical therapy. No additional patient consequences were reported.